Event description:
It was reported that the blade was poking through the packaging. There was no adverse consequences reported.

Manufacturer narrative:
On investigation, it was concluded that the lot no reported in this complaint i.e. 05283017, was incorrect. The correct lot no is 06283017. The complaint details have been updated accordingly. Based on information provided by the sales rep, it can be assumed that product packaging associated with this event is damaged. This product may have become damaged during transit.